Manufacturer narrative:
Device is not marketed in us, however a similar device with product ID# t45010, 510(k)#: k043048, UDI#: (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Manufacturing assessment five manufacturing records were reviewed, and no deviations were observed. No nonconformance¿s or roars were observed for the batch a42613-022 and part# t45010aus. Test reports were reviewed (med cleaning of whole donors that will not yield soft tissue, base processing router, bulk tissue grinding router, grafton paste reaction router and paste syringe core packaging router). All tests passed and no deviations or non-conformances were observed. Hcps reviews: in hcps opinion, the adverse event was most likely due to surgical technique. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with cervical degeneration for spinal fusion therapy at c3-t2. It was reported that some of the paste was removed during the revision surgery, as it appeared that it wasn't fusing to the bone. The product will not be returned. There was no post-op infection, or immunological or inflammatory response. There were no further complications reported regarding the event.